Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during central processing, the plastic of the fenestrated bipolar forceps instrument head was damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have mechanical indentations to the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.